Event description:
It was reported to philips that the system was not booting up normally. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that system was not starting up normally. Upon troubleshooting rse found that that there was a fault in single board computer (sbc) and hard drive. To resolve the issue, rse replaced the sbc and backup disk drive. The system was returned to use in good working order. The codes were updated based on investigation outcome.